Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during use, the device had unclear instructions on how to properly lock and dispose of the container once it was full. There should be improvements that can be made to the instructions under the to lock for final disposal. The first step should be to turn the clear tab to the left as far as it will go. The second step was to use the centre. Third would be to press. Fourth, lid should be locked to properly so that the dots are clearly visible through the lid. If it was not done, and the clear tab did not go to the left, the lid didnt lock down properly and you didnt see the dots clearly through the lid. This had happened on numerous occasions, and could not be corrected. Sometimes, when centre of the circular door was turned, the clear tab did not turn with it to the left, but not consistently. In addition, the reporter was looking forward that this feedback was useful and will look forward for the team to review the product and would agree with the observations. There was no patient involvement.

Manufacturer narrative:
Submit date: 11/15/2017: was originally reported as: according to the reporter, on (B)(6) 2017, during use, the device had unclear instructions on how to properly lock and dispose of container once it was full. There should be improvements that can be made to the instructions under the to lock for final disposal. The first step should be to turn the clear tab to the left as far as it will go. The second step was to use the centre. Third would be to press. Fourth, lid should be locked to properly so that the dots are clearly visible through the lid. If it was not done, and the clear tab did not go to the left, the lid didn't lock down properly and you didn't see the dots clearly through the lid. This had happened on numerous occasions, and could not be corrected. Sometimes, when centre of the circular door was turned, the clear tab did not turn with it to the left, but not consistently. In addition, the reporter was looking forward that this feedback was useful and will look forward for the team to review the product and would agree with the observations. There was no patient involvement. And should have been reported as: ( has been updated with the below corrected description) customer reports that the device had unclear instructions on how to properly lock and dispose of the container once it was full. The customer stated that the clear tab did not go to the left, the lid did not lock down properly, and could not see the dots clearly through the lid. There was no patient involvement. A photograph was received of the chemotherapy container and the reported condition cannot be observed from the photo provided. In the photo provided, the final lock was performed as intended product use. However, since no representative samples or valid product lot numbers were received, we were unable to conduct a detailed investigation or identify the specific cause of the reported condition. Any one of many variables may be cited as a reason for product issues and performance problems. Without complaint samples or lot identification information, it is difficult to identify the nature of the problem, and implement follow-up actions to prevent recurrence. Should the sample become available, the investigation will be re-opened and responded to accordingly. The probable root cause is user error. No corrective actions are deemed necessary at this time. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the device had unclear instructions on how to properly lock and dispose of the container once it was full. The customer stated that the clear tab did not go to the left, the lid did not lock down properly, and could not see the dots clearly through the lid. There was no patient involvement.